Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to feel stimulation in his back. Patient denies any falls or trauma. Reprogramming was only able to provide stimulation to unintended areas. X-rays were to be taken, however the results were not provided to the manufacturer. Surgical intervention was undertaken on (B)(6) 2015 and the lead was explanted and replaced. Additionally, per the patient's request the ipg was explanted and replaced.

Event description:
Follow-up information indicated the patient reported effective stimulation coverage postoperatively.